Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their inability to communicate with or recharge the ins was due to the battery being too old. They stated that a new battery is going to be implanted. The patient mentioned that a device replacement is being scheduled. They stated that their current ins was confirmed to be in overdischarge. The patient mentioned that the ins was allowed to discharge over a period of time because it was not needed. The issue of the ins not working has not yet been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient reported that their reason for calling was because they could not get their recharger to charge their ins. The patient confirmed that they kept getting the reposition antenna screen and that the issue had been going on for ¿probably a month¿. The patient stated that they had previously changed the batteries in the patient programmer and left a message with a manufacturer representative (rep) regarding the issue. The patient stated that they called the rep again today and they were redirected to call patient services for further assistance. It was indicated that the patient¿s last successful recharge session was several months ago. It was reported that the reason the patient stopped charging was due to the ins not working in probably 8 weeks or more. The patient was not able to communicate with another external device and they got the poor communication screen when they attempted to sync with the ins with their programmer. The patient was redirected to follow-up with their healthcare provider (hcp) to address a possible overdischarge. The ins stopped working ¿probably began about 8 weeks or more ago (2019), the reposition antenna screen was seen about a month ago (2019) and the poor communication screen was seen today ((B)(6) 2019) no further complications were reported/anticipated.